Event description:
On 8/16/00 the subject's blood glucose per the fasttake meter was 184mg/dl (5:41). The subject took their insulin. At approx. 9:00 the subject was sweating, lightheaded and semiconscious. The paramedics were called and the subject's blood glucose per the paramedic's meter was 40mg/dl (9:35). Subject was given an IV and glucogel in the ambulance for the treatment of hypoglycemia. The subject was admitted to the ER and given breakfast. The subject's blood glucose was 160mg/dl per the hosp meter at the time of discharge. Subject reported to smear blood on test strip.